Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and assisted customer with resetting pump, and customer did not use any sensors to start continuous glucose monitoring session.